Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
(B)(4). Additional information has been requested from the healthcare provider. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that this patient with a 31mm bioprosthetic mitral valve, implanted for two (2) years and three (3) months, underwent a valve-in-valve procedure due to unknown reasons. The tmvr was performed with a 29 mm edwards transcatheter valve. No additional details were provided.